Event description:
The customer reported that the system had a problem with the leg extension. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted a latch and recommended replacement of the leg extension. No further info is available.